Manufacturer narrative:
Correction: supplemental regulatory report 3008973940-2015-00324 submitted on 2015-10-09 had the incorrect aware date; it should have been 2015-09-08 rather than 2015-04-16, consequently the due date of 2015-06-10 should have been 2015-12-10.

Event description:
It was reported that during attempt to position the atrial lead multiple sites were attempted, and the lead exhibited high thresholds during the process. The atrial lead was implanted, and post suture there was intermittent failure to capture, and the lead output was re-programmed and the lead remained in use. Approximately, one week after implant oversensing was noted on the atrial lead, programmed settings were changed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves (ffrw). Analyst commented, atrial oversensing (ffrw) seen on electrogram (egm).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that pacing failure was suspected. It was also reported that atrial pacing threshold confirmed to be changed depending on pacing rate. Via fluoroscopic image lead migration was confirmed. The device setting mode was changed, and patient will be monitored. Patient was hospitalized and will be checked upon discharge.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).